Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported that the down arrow, okay, and contrast buttons do not respond with every button press. She noticed the issue about 3 months ago.